Event description:
It was reported that the patient's current device, which he had had for approximately 6 months, was about to enter eri (elective replacement indicator) and the patient thought this was too short a lifespan. He was at 2.62v and the voltage was dropping a hundredth every couple days. It was stated his parameters were not that aggressive, was at 2.3v on each side and didn't do interleaving. Impedances had been checked and "one lead had high while the other lead had low." One day later it was reported that the patient was seen on the day of the report for evaluation because of low battery value of 2.63v. The patient was diligent with checking ins (implantable neurostimulator) battery voltage. The reporter was concerned because the battery was only lasting 6 months when his previous one lasted about a 1.5 yrs. The reporter was also reading low out of range impedance value on contact pairs 2/3 and 9/10. This short was known about at the time of implant (see manufacturer's report #3004209178-2011-06389). These pairs were not used in programming at the time of implant but sometime later an hcp (health care professional) reprogrammed the patient and chose the shorted pairs on both sides. Reprogramming around shorts was done on the day of the report. The patient was doing fine with new settings although had slight dyskinesia so the settings were lowered a little bit more. Initial battery voltage was at 2.63v. Programming changes were done and at the time of the report, the battery was at 2.85v. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. (B)(4).